Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the stem impactor broke off in the femoral stem implant. It happened during impacting it into the patient, the tip broke off in the stem itself and is unremovable and unmovable.

Manufacturer narrative:
The device associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.